Event description:
Patient was receiving therapy from an anodyne light therapy unit. Patient's leg was being treated. Patient complained of burning sensation. Pt checked the intensity and it had "self bumped" up to 90% from the original setting of 80%. Patient had mild redness and had 3 blisters of approximately 3cm when checked 3 days later. The patient was not noted to have any skin integrity issues. The device was returned for service to the manufacturer. A service report was not released to our facility, but the manufacturer informed us that a potentiometer was replaced.

Event description:
Patient was receiving therapy from an anodyne light therapy unit. Patient's leg was being treated. Patient complained of burning sensation. Pt checked the intensity and it had "self bumped" up to 90% from the original setting of 80%. Patient had mild redness and had 3 blisters of approximately 3cm when checked 3 days later. The patient was not noted to have any skin integrity issues. The device was returned for service to the manufacturer. A service report was not released to our facility, but the manufacturer informed us that a potentiometer was replaced.